Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer's blood glucose level. Customer confirmed cartridge contained sufficient usable insulin, removed pump from case, cleaned pump tap area with an alcohol wipe or lint-free cloth as instructed, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.